Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unk part/lot; unknown liner, unk part/lot; unk part/lot; unknown femoral head, unk part/lot. Report source, literature - mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.07.004. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05816, 0001822565 - 2017 - 05817, 0001822565 - 2017 - 05818. Not returned to manufacturer.

Event description:
It was reported in a journal article that 16 patients were revised due to unexplained pain or osteolysis greater than 1 cm. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.